Manufacturer narrative:
Added information to section d9 and h6 (type of investigation). Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The device was received for evaluation. The report could be confirmed. Visually, it was detected that, as reported, the sto2 channels labels were exchanged. A pra has been initiated for this issue. Current preliminary cause suggest that the labeling swap issue originated from the manufacturer. The manufacturing records were reviewed for the serial number involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during a demo use, the sto2 (tissue oxygen saturation) channels of this hemosphere foresight module were exchanged; channel 1 was labelled as 2 and the channel 2 was labeled as 1. Therefore, in the monitor sto2 (a2) values corresponded to the sensor connected in channel 1, and vice versa. There was no patient involved.